Event description:
It was reported that balloon pinhole occurred. During arteriovenous fistula angioplasty, a 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, it was noted that the device was leaking from the proximal left side of the balloon. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient's status was stable.